Manufacturer narrative:
Upon completion of the investigation, it was noted that the product was received in (B)(4) on april 5th, 2017. The product was tested in codman (B)(4) and it was reported there were cracks on transmitter head, but no issue with the valve settings. The issue was not confirmed. The device was forwarded to our supplier hmt: the investigation at the supplier detected that the transmitter cover was broken. The top cover, the transmitter switch and the dome plug were replaced. The device will be shipped back to the customer. As the issue was relating to a user error, no DHR review was performed for the vpv programmer 82-3192, sn # (B)(4) (lot # cmcbll). The root causes of the problem were due to a bad handling. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Did the reported event cause any delays in the procedure or surgery over 30 minutes? No. Besides the x-ray to confirm the settings, were there any adverse consequences to the patient? No.

Manufacturer narrative:
(B)(4). Both 510(k) #'s: k061876 & k050739. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
As reported by affiliate, a vpv failed to confirm valve settings changes. Event occurred at post op setting change; xray used to confirm.